Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was not returned.

Event description:
Customer calling to advise that she does not think that her accu-chek spirit combo pump is working correctly. She stated that on (B)(6) 2014, she was taken via ambulance to hospital as her blood glucose was in 500s mg/dl. Her daughter had called paramedics, as customer had fallen, which she attributed to her having high blood glucose. Upon arrival at hospital, customer was administered an unknown IV to help decrease her blood glucose. Customer could not state how long she was at hospital, but did advise she was not admitted, only treated in emergency room. Cannot provide her normal range or what she thinks attributed to high blood glucose. Customer could provide no cause of her blood glucose becoming elevated. No information was provided regarding how the pump wasn't functioning. There is not enough information to determine if a reportable malfunction occurred. Attempted to troubleshoot elevated blood glucose, but customer declined to troubleshoot at time of call. Further attempts to follow up were unsuccessful. No items will be returned for evaluation.